Manufacturer narrative:
The reported issue that the syringe module would not calibrate could not be confirmed; no product or device logs were returned to customer advocacy (cad) for investigation. The device service history indicated this device had been returned in (B)(6) 2020 for a similar reported issue; however it could not be determined if this complaint is associated with that return. The device was recorded to have been recalibrated successfully. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The syringe pump was not in use for treatment during the reported failure. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the syringe module would not calibrate. No further information is available.